Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment in the intensive care unit, an alarm was triggered due to a return line disconnection on a prismaflex hf1000 set. Reportedly, the return line had been directly connected to the vascath device (non baxter). The blood loss was estimated to be approximately 100 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.